Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. The complaint device was not returned to olympus for physical evaluation. The investigation was completed with the information provided by the customer. Review of the product labeling for the device provides the following information: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. The root cause of the reported issue could not be conclusively identified. The probable cause of this event is presumed to be a result of excessive stress on the head section due to the user's handling, resulting in the failure of the ccd, which resulted in the absence of images.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed as the image issue was duplicated when connected to the processor. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a diagnostic procedure the unit was not producing an image. Per the customer, there was no patient involvement.